Event description:
It was reported that during a follow up, externalized conductors were observed via diagnostic imaging. No electrical measurements anomalies were found. The patient condition is good and will be monitored. Lead remains implanted.